Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of "heart burn." Interrogation revealed that the right ventricular lead exhibited oversensing of noise. A chest x-ray revealed externalized conductors on the lead. Programming changes were made. In a procedure on (B)(6) 2021, the lead was capped and replaced. The patient was stable.